Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes post a port placement, the patient developed with unspecified infection. However, the current status of the patient was unknown.

Event description:
It was reported through the litigation process that, on (B)(6) 2016, a patient underwent port implantation via the right internal jugular vein in a patient for the treatment of breast cancer. Approximately one month and twenty-five days later, on (B)(6) 2016, the patient was diagnosed with serratia marcescens infection. Approximately, two days later, on (B)(6) 2016, the patient was diagnosed with sepsis. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (patient, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, medical records were provided for review. Medical record alleges that, a powerport ti full size implantable port was implanted in a patient, via the right internal jugular vein for the treatment of breast cancer. One month and twenty-five days later, blood culture results confirmed serratia marcescens infection. Further, the patient presented with fever and sepsis three days later. Subsequently, the port was removed on the same day due to central line infection. Therefore, it can be confirmed that the patient had serratia marcescens infection and sepsis. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2016, a patient underwent port implantation via the right internal jugular vein in a patient for the treatment of breast cancer. Approximately one month and twenty-five days later, on (B)(6) 2016, the patient was diagnosed with serratia marcescens infection. Approximately, two days later, on (B)(6) 2016, the patient was diagnosed with sepsis. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.